Event description:
It was reported that during a prostate procedure, two surgical fibers failed to reach their maximum joule limit; the first fiber was replaced at 16,000 joules of use and the second fiber was replaced at 18,387 joules of use. The procedure was completed using a third fiber. The procedure outcome was reported as "no injury to the patient". This report is for the third fiber used.

Manufacturer narrative:
Fiber analysis: the fiber glass cap was found to be detached; the fiber jacket charred and melted at the distal end. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The detached fiber cap could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.